Event description:
Complainant alleged that during biomed testing the device gave a "unit failed" prompt and displayed a red "x". The biomed observed critical error entires "8", "259", "260" and "262" in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.